Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device instructions include the following relevant warning: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Based on the investigation, it is likely that there was difference in the device handling and reprocessing steps between recommendations by olympus and the user facility. As for proper handling, training was conducted by endoscopy support specialist. After the olympus endoscopy support specialist (ess) observed the operator processing, the ess advised the operator of the proper procedure. The devices were reprocessed again shortly after ess advised the operator of the correct procedure. Olympus will continue to monitor field performance for this device.

Event description:
During an onsite colonovideoscope repair reduction observation, an olympus endoscopy support specialist (ess) observed a staff member using the same channel plug for multiple scopes during manual cleaning. The issue was observed during reprocessing. There were no reports of patient harm or user injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus ess performed repair reduction at the facility and informed the staff of the correct way to have the channel plug reprocessed according to the reprocessing manual. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.